Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.25x32mm drug eluting stent to the left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the distal segment of the stent was distorted. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status post procedure is noted as safe with no complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is determined to be unknown. Product unavailable for analysis.